Manufacturer narrative:
Concomitant products: product ID 977d260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type screening device; product ID neu_stylet_acc, serial # unknown, product type accessory; product ID 977d260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type screening device. Upon return of the lead serial number (B)(4) analysis found no anomaly.

Event description:
It was reported that the patient did not get good stimulation at 10.5 volts using any contacts on the lead. Impedance check was done with one contact out of range. Impedances were rechecked and only 4 contacts were within range. Lead was repositioned into the multi-lead trialing cables (mltc) and other were contacts out of range. The mltc was changed with no difference in results. The lead was removed to look at differences between contacts and sheathing. It was noticed that distance looked greater than next lead used and also some bend in the lead after removal. Impedance testing and reprogramming were attempted but did not resolve the issue. High impedances values at 10000 ohms. The device was not implanted and different product was used. After changing mltc, ens, programmer and lead was changed. All impedances were within normal range. Physician elected to troll and coverage found over lower vertebral body at 4.9. There was no patient injury and the status of the patient after the device was removed was that the patient recovered without sequelae. It was reported stating that the patient received a different trial lead with good impedances. The patient had an area that was non responsive to stimulation. The patient had pain in her low back and legs. The patient was receiving stimulation into the legs which did not appear to help with the pain pattern. Additional information received reported that another trial lead was placed for a planned single lead trial. The manufacturing representative was able to achieve stimulation above and below t8, but never on t8 for the patient. The patient's healthcare professional deem that area to be unreceptive to stimulation. The manufacturing representative had met with the patient mid trial for a reprogramming session. The patient was not able to get low back stimulation, but they were able to achieve leg stimulation. The leg stimulation was of no benefit to the patient's pain and the trial was unsuccessful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.